Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the permanent procedure the patient experienced excessive bleeding in the epidural space. It was noted the patient had not stopped taking her celebrex prior to the procedure. It was also reported the patient was uncomfortable on the table during the procedure and attempted to get off the table multiple times. Follow-up identified the patient has a good coverage and is "doing well."